Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The customer reported that the patient on c2 tel13 (room 211) did not alarm vtach or send the alarm to the emerging system on (B)(6) 2017 at 09:10. The patient fell, thus this is being considered a serious injury.

Manufacturer narrative:
The logs were reviewed by product support engineering (pse), who found that a vtach alarm did occur at the central station at 09:10:02 on (B)(6)2017, followed by an ECG leads off technical inop at 09:10:14, and alarms silenced at the central station at 09:11:27. The alarm also was transmitted to the emergency system. No device malfunction occurred. This is considered a user alarm handling. No device malfunction occurred.